Manufacturer narrative:
The customer's complaint of a cracked and leaking filter could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the filter cracked and leaked during an unspecified fluids, it was reported that the event occurred last week. There was no report of patient harm. Although requested, no specific event dates or patient information was provided.

Event description:
The customer reported multiple issues with crack and leaking filters when infusing tpn, rates vary from 2ml ¿ 15 ml/hr. And lipids at unspecified rates either on a syringe or an lvp module (programmed with high maximum occlusion pressures) when attached to a PICC line. The nicu protocol is to change the tubing every 96 hrs. In conjunction with the bd filter a non bd filter set is used on younger gestational ages due to photo oxidation. There was no report of patient harm. The event occurred in the nicu.

Manufacturer narrative:
Concomitant medical products: 8110, spm tubing, 20129e, syringe,double y extension, non bd filter , PICC line.